Event description:
It was reported that a patient presented via merlin.net with nonsustained lead noise episodes due to oversensing. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.